Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is over heating during use. The patient also reported that the pdm is losing a battery charge quicker than expected. The patient reported that their pdm would not stop giving them insulin before this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
In the case description, the user mentioned that the pdm delivers insulin when it shouldn't and that the pdm overheats while charging and doesn't hold a charge. The pdm was returned with the battery depleted. The pdm was plugged in and allowed to charge. The pdm was able to charge to 100%, turn on, and boot up with no issues. The pdm was not observed to get hot while charging. Inspection of the ibf data and android log files found no evidence of the system over delivering insulin. Inspection of the device history confirmed that all basal rates and boluses were set by the user and delivered by the system as intended. No discrepancies were found between the device history, ibf, and android log files. No instances of the system delivering insulin when suspended were observed. Inspection of the android log files downloaded from the pdm found no evidence of the pdm getting hot during use. The pdm battery temperature information showed that the pdm battery always remained within the operating temperature specification during use. Inspection of the log files showed no evidence of issues with the battery holding charge. The logs showed that the pdm battery was able to charge to a full charge and last at least 48 hours after a full charge, which meets the product requirements. A battery life test was performed where the pdm was paired with an unused pod and used under typical use conditions for 48 hours. The pdm was still on with charge in the battery after 48 hours. No evidence of increased battery drain was observed during the test.